Event description:
Boston scientific received information that this patient was upgraded from a single chamber device to a cardiac resynchronization therapy defibrillator. At the implant procedure, the right atrial lead measurements were 4.0 mv p-waves and 1.8v at 0.5ms capture thresholds. The following day, the p-waves measured 1.4 mv and there was questionable capture on the ra lead. The patient's underlying rhythm at the procedure was sinus bradycardia at 45 to 50 bpm with premature ventricular contractions, and premature atrial contractions were noted on the next day evaluation. Strips were sent in for boston scientific technical services to review and variable capture in the atrium was noted below 4v. X-rays were pending. Additional information was received that atrial lead was confirmed to be dislodged by x-ray, and a lead revision procedure was performed later the same day. There were no issues following the revision. The patient stayed an extra night at the hospital. No additional adverse patient effects were reported. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that this patient was upgraded from a single chamber device to a cardiac resynchronization therapy defibrillator. At the implant procedure, the right atrial lead measurements were 4.0 mv p-waves and 1.8v at 0.5ms capture thresholds. The following day, the p-waves measured 1.4 mv and there was questionable capture on the ra lead. The patient's underlying rhythm at the procedure was sinus bradycardia at 45 to 50 bpm with premature ventricular contractions, and premature atrial contractions were noted on the next day evaluation. Strips were sent in for boston scientific technical services to review and variable capture in the atrium was noted below 4v. X-rays were pending. Additional information was received that atrial lead was confirmed to be dislodged by x-ray, and a lead revision procedure was performed later the same day. There were no issues following the revision. The patient stayed an extra night at the hospital. No additional adverse patient effects were reported. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.